Manufacturer narrative:
(B)(4). Final report. The appropriate device details were provided, and the relevant device manufacturing record has been identified and reviewed. The implant was manufactured in 2019 and all parts conformed to material and dimensional specifications at the time of manufacture. Additional information, including operative notes, patient activity level and medical history, if the patient followed correct post-op protocol, any update of the patient following revision was requeste in order to progress with the investigation of this event, however, this information could not be provided. Nevertheless, an investigation was conducted based on the available x-rays. The patella-femoral space is very small and the orientation of the patella suggests that the patellar tendon is tight. Surgeon should have lowered the tibial cut to allow more laxity in the joint. Based on the above, the root cause is considered as external and is not due to the device. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA.

Event description:
Apex revision after approximatively 2 years and 9 months due to tight patello-femoral compartment.

Manufacturer narrative:
Case-(B)(4) - initial report. The device manufacturing record will be located and reviewed. Conclusions will be provided in a supplemental report. Additional information, such as operative notes, patient activity level, medical history, if the patient followed correct post-op protocol and an update on the patient was requested in order to perform the investigation. If provided they will be summarized in a supplemental report. Note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Apex revision after approximatively 2 years and 9 months due to tight patello-femoral compartment.